Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "defib fault 76" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The reported problem was duplicated and the pace/defib engine board was replaced to resolve the malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
The pace/defib engine was returned to zoll medical united states for evaluation. The customer's report was duplicated and attributed to a fractured solder joint (lifted pad) on a transformer on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.